Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No kinks or damages were identified on the hypotube shaft profile. The balloon was subjected to positive pressure and was returned in a deflated state. A microscopic examination of the blades identified the following: the proximal blade segment was lifted. The blade and pad were fully bonded on the balloon. An examination identified that the middle blade segment was lifted. No other damage was present. The blade and pad were fully bonded on the balloon. An examination of the third and fourth blade identified no damages, and the blade and pad were fully intact. No issues identified during examination of the extrusion shaft. A microscopic examination of the tip section found it to be bent in the mid-section.

Event description:
Reportable based on the device analysis completed on 09sep2025. It was reported that the balloon could cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon did not cross the lesion. The balloon was removed, and the procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed that the middle blade was lifted.